Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing surgery for far lateral disc herniation. Intra-op, the top jaw of the pituitary broke off while grabbing tissue. Another pituitary was used to complete the case. The product came in contact with the patient. No fragment of the broken product remained inside the patient. There were no patient symptoms or complications reported as a result of this event.